Event description:
It was reported that pump battery did not charge reliably and charging connection was unstable, requiring caller to hold cable in place, with visible damage to usb port, although pump did not shut down and could still be used. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to ensure correct usb insertion to prevent further damage, to allow pump battery to fully deplete before return, and to use current pump and alternate insulin method if necessary, and tandem technical support confirmed shipping details, arranged return of problematic pump, and sent replacement pump with updated software, advising customer to program pump settings and reconnect continuous glucose monitor on replacement device.